Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical internal report # (B)(4). The actual device was returned to our contracted service supplier and their report states that the the reported event was reproduced. They replaced the air in line sensor. Preventative maintenance was performed and the pump was tested in accordance with the technical safety check sheet. The pump met all specifications and was deemed ready for use. A review of the complaint database was performed and no adverse trends of this nature were identified.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun medical internal report (B)(4). The actual device has not been received yet and the investigation is on going at this time. A follow up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: "we have a pump here, s/n (B)(4), which appears to have allowed air through without being detected. It was witnessed by the two staff one being the nurse educator. The pump was set up with an infusomat space pump burette which had run dry". Reporter confirmed that there was no patient injury and that "the event occured in december".